Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had insulin pump error alarm. Customer¿s blood glucose was 181 mg/dl at the time of incident. Customer was able to clear the alarm. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 43 noted. Device received with corroded motor home switch. Motor was tested outside device and passed.